Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Electrocardiogram confirmed the presence of noise on the right ventricular lead. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
A partial lead with the distal end measuring 44.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Should also be checked for adverse event. Should have been physician rather than health professional.